Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The codes listed in are now applicable upon further review. Fdc 22 is no longer applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported other etiology was noted as the patient having a left deep brain stimulation (dbs) electrode inserted through the left frontal lobe. The outcome was ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) updated the interventions to note that the device disposition is not applicable, and that the event resolved without sequelae as of (B)(6) 2017. The etiology was also updated to include surgery /anesthesia. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for essential tremor. It was reported that the patient had a clinical diagnosis of focal seizures. The focal seizures were stated to be involving the patient's right leg. For two out of six episodes the patient was confused and disoriented, which was reported to possibly suggest partial seizures. The event resulted in an emergency room visit. The patient was administered anticonvulsant drugs on (B)(6) 2017. Diagnostic imagine was done. There was no evidence of acute infarct, prior infarct in a major vascular territory, mass or intraparenchymal hemorrhage. At left frontal approach deep brain stenotic, no significant hemorrhage. The date of the test was (B)(6) 2017. The reported etiology was that the event was related to the patient's device or therapy, but not related to the implant procedure. No further complications were reported or anticipated.